Manufacturer narrative:
Unit unable to prime during the prime/delivery test due to protruded/loose drive support disk. No motor error alarm. Motor passed motor test. No motor position encoder error alarm on alarm history screen. Minor scratched lcd window, cracked case near display window corners, cracked reservoir tube lip, reservoir tube cracked.

Event description:
The customer reported via phone call that the insulin pump had a motor error alarm during basal. The customer did not recall any significant events leading up to this issue. Blood glucose level at the time of the incident was not provided. The customer was advised that the insulin pump would be replaced and agreed to return the product for analysis.